Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, cylinders and detached tubing were returned for evaluation. Examination and testing of the pump, cylinders and detached tubing revealed no functional abnormalities. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint. A review of the complaint history database revealed no trends for lot 5684052. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Because no functional abnormalities were observed, quality cannot determine the cause of the reported event.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - appeared to be a leak.